Event description:
The customer reported to beckman coulter hotline that their au5400 clinical chemistry analyzer was leaking from the sample probe. The customer stated that they found the leak at the sample probe and would leak into the wash wells and on top of analyzer. There was no death or serious injury related to the leak. No erroneous results were generated since the customer found the leak during maintenance. The customer ceased use of the instrument until service had arrived. The customer was wearing the appropriate personal protective equipment.

Manufacturer narrative:
Field service engineer (fse) was dispatched to evaluate the issue. Fse identified the valve to the sample probe had been stuck open too long and was causing the leak. Fse replaced the sample probe valve. Engineer primed the instrument and confirmed no further leaking had occurred. There have been no further issues reported. The beckman internal identifier for this report is (B)(6).